Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap is loose from the glass cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap and can rotate within the metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4). A code request has been submitted.

Event description:
It was reported that at 201,000 joules while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to fire straight out of the fiber and an "excessive fiberlife" message was received. The fiber tip was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber at 45,559 joules. Patient outcome: "ok" - there was no injury reported.